Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead correction device code (B)(4) and patient code (B)(6) also apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an electrode slipped. Now, in order for the patient to get stimulation to go down her leg, the patient has to arch her back ridiculously. The patient had a CT scan and confirmed that the electrode slipped. The electrode slipped 3-4 years ago. No symptoms or further complications were reported.